Event description:
#18 gauge IV inserted in patient, when needle was retracted back and removed blood leaked from the hub. IV removed and new IV placed. Manufacturer response for nexiva closed IV catheter system 18g, nexiva closed IV catheter system 18g (per site reporter). [Date redacted] mfg [manufacturer] letter investigation received, added to report. Could not confirm defect [date redacted] site confirmed she has a companion sample from same lot. [Redacted] emailed bd [redacted] and others to coordinate return with [redacted] should they want the sample. [Date redacted] asked site for product ids [identifications], asking for companion lot number if possible. Emailed bd [redacted] and [redacted] with information since they are following this issue.